Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was that the caller reports that the recharger cord is all frayed where the cord goes into the paddle and it is getting hot and taking much longer to charge than it has in the past. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.